Event description:
It was reported that the battery gauge was fluctuating. This caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value shown as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump. The customer continued to use the pump for insulin therapy.